Event description:
During a follow up call on (B)(6) 2010 for an unrelated complaint the patient told baxter that they went to the clinic and were treated with antibiotics for peritonitis about a week ago. The patient reported that he will follow up with his surgeon soon about issues with his therapy. The hp reported that he was feeling much better since receiving the antibiotics and has recovered. On (B)(4) 2011, baxter contacted the pdrn who stated that on (B)(6) 2011 the patient complained that his pd effluent looked a bit like pineapple juice. The pdrn contacted the physician and the patient was started on ancef (unknown dose). The patient continued to be treated with ancef (unknown dose) and completed the course of antibiotics on (B)(6) 2011. The patient continues therapy as ordered. There is no further information available. The patient has recovered.

Manufacturer narrative:
(B)(4). This is report 1 of 4 reported for this incident. As patients discard supplies after each use, a sample was not available for evaluation. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10j23042, h10k08074 with no defects noted. The assignable cause is undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.